Event description:
Information received from the field notes that the patient came into the emergency room with a rate of 30 bpm and was admitted to the hospital. The device exhibited a loss of output after 30 cycles. The device functioned appropriately with magnet application. Therefore, a magnet was taped over the device until it could be replaced.